Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During the patient's vns generator replacement due to end of service on (B)(6) 2013, it was noted that the patient had high impedance. The surgeon replaced the generator to see if this would resolve the high impedance; however, the high lead impedance was not resolved. The surgeon did not want to perform a lead revision at this time as the surgery was meant for the generator replacement and said that he would leave it to the neurologist to determine the next course of action. It was noted that high lead impedance had been observed before; however the date it was first observed was unknown. Per a review of the patient's vns programming history from the manufacturer's database, it appears high lead impedance was first observed on the day of the original implant of the m103 generator - (B)(6) 2010. The first system diagnostics performed on that day were within normal limits; however, the following diagnostics showed high lead impedance. Normal mode diagnostics performed on (B)(6) 2010 also showed high lead impedance. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.